Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was not reported. The patient was hospitalized for the event. The patient was treated with unspecified antibiotics (dose, frequency, route not reported. At the time of this report, the patient had not recovered from the event. Dianeal therapy was ongoing. No additional information is available.